Manufacturer narrative:
The analyzer serial number is (B)(6).. The calibration and qc recovery data provided was acceptable. An interfering factor is suspected in the patient sample. The patient sample was requested and received for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas pure e 402 analytical unit. The initial troponin result of < sig l, which is a data flag. This data flag indicates a signal level of an assay that is below 400 counts. The customer questioned the result as it did not match the patient's clinical picture.

Manufacturer narrative:
The sample was received for investigation and the customer's results were able to be reproduced. An interfering factor was able to be confirmed due to bead pattern analysis showing very strong bead aggregation. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." No product problem was identified.